Event description:
Reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary stenting treatment procedure the 2.5x12mm express2 monorail stent was unable to cross the left anterior descending artery (lad). The device was removed from the patient and the procedure was successfully completed with a different device with no patient complications reported. However, returned product analysis revealed foreign material fibers on the stent.

Manufacturer narrative:
(B)(4): the stent delivery system (sds) with stent was visually, tactilely and microscopically examined along the entire shaft length and no damage was found. The balloon was tightly folded, with stent correctly between markerbands. There was foreign material fibers on the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)